Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device evaluation: one device sample and two photos were received with original package, in used condition for evaluation. Picture, one shows an l-70 device, picture two shows a return connector. Per visual inspection, delamination is observed at the junction of the return connector and the tube which could cause leakage. The unit failed the leak test. The complaint was confirmed. The root cause was lack of solvent during manufacturing assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Event description:
It was reported that "air leaked out." The event occurred during priming, no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.